Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
During a unilateral 4 level lumbar radiofrequency ablation procedure, a patient burn occurred. The neurotherm grounding pad was placed on the left posterior thigh. The patient complained of pain during ablation at the location of the grounding pad. Immediately following the procedure, the grounding pad location was observed and no burn or blistering was noted. During a follow-up visit, a burn with blistering was noted for which silvadene cream was applied. The patient was discharged and will follow-up at a later date. There were no performance issues with any abbott device.